Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Initial review of the episode noted oversensing of noise and changes in amplitude morphology measurements. Troubleshooting of the system was performed and no noise was able to be reproduced. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.